Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 330 mg/dl after a same-day supply change, and support advised a site change to ensure proper insulin absorption with replacement infusion supplies arranged. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or alarms. Investigation included a follow-up to confirm that glucose returned to range after the site change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site or delivery issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.